Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain'), genital haemorrhage (',general abnormal bleeding') and uterine haemorrhage ('abnormal uterine bleeding') in a 35-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anemia, recurrent uti, hypertension, thyroid disorder, chickenpox, irregular menstrual cycle, dysplasia, nephrolithiasis, pain in hip, back pain, weakness, nausea and tingling sensation. Concomitant products included alprazolam (xanax), bupropion hydrochloride (wellbutrin), buspirone hydrochloride (buspar) and sertraline hydrochloride (zoloft) for anxiety and depression, hydrochlorothiazide for blood pressure high, levothyroxine and levothyroxine sodium (synthroid) for hypothyroidism as well as hydrocodone bitartrate;paracetamol (norco) from (B)(6) 2006 to (B)(6) 2017, ibuprofen and paracetamol (tylenol) from (B)(6) 2006 to (B)(6) 2017. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"), depression ("psych injury/ psychological or psychiatric problems condition: depression") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary problems: other") and urinary tract disorder ("bladder/urinary problems: other"). The patient was treated with surgery (essure removed by salpingectomy (bilateral) on (B)(6) 2017, hysterectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, abdominal pain, menorrhagia, bladder disorder, urinary tract disorder and vaginal haemorrhage had resolved and the anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, uterine haemorrhage and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion- (B)(6) 2010 and (B)(6) 2006 patient received treatment for- bleeding. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: plaintiff fact sheet and medical record was received. Events added from pfs- mental anguish, abnormal bleeding (vaginal), abnormal uterine bleeding. And previously reported event-psychological injury were updated to event-depression. Reporter information, medical history, concomitant drug, events onset date, events outcomes were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage (',general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems: other") and urinary tract disorder ("bladder/urinary problems: other"). The patient was treated with surgery (essure removed by salpingectomy (bilateral) on (B)(6) 2017). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, bladder disorder and urinary tract disorder had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, bladder disorder, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and urinary tract disorder to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion- (B)(6) 2010 and (B)(6) 2006. Patient received treatment for bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received: events added- general abnormal bleeding, abdominal pain, menorrhagia (heavy menstrual bleeding), psych injury and bladder/urinary problems: other. Reporter details, patient demographic details and product insertion and removal dates added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.